Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the obturator, lock collar dissector balloon and trocar balloon appeared intact. The circular seal for the trocar balloon was cut. The inflation syringe and insufflation bulb were not received. A functional evaluation found that using a test syringe the trocar balloon was inflated, no leaks detected. Using a test insufflation bulb the hole was covered and the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-op, upon opening the opening the package, after removing the guiding rod, the dilatation balloon with preassembled insertion rod was noticed to have the sealing ring at the end of the trocar not intact. The valve seal disengaged. Since no sufficient dilatation could be accomplished, a new device had to be opened. There was no patient involved.